Event description:
It was reported that the patients trial spinal cord stimulation (scs) lead had migrated. Program optimization was attempted to only the good lead and got good coverage, however patient found paresthesia annoying. The patient had an early lead pull due to need of blood thinners. No complications were reported and the explanted leads were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7325254. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI): (B)(4).